Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports a button error alarmed on the insulin pump. Customer states she recalls running low on insulin, but when she went clear it she received the button error alarm. Customer's most recent blood glucose level is 189 mg/dl. Advised customer to discontinue use of the insulin pump because it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.